Event description:
Additional information was received stating as the stent was explanted at the time of surgery, they discussed that it was very unlikely that the neuralgia was due to the stent implantation. We agreed to see a family physician to help control pain.

Manufacturer narrative:
Additional information was added in b.5., h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of went to place stent and hit scar tissue, patient also had pain, stent was aborted, trigeminal neuralgia pain, intraocular pressure (iop) increase, and went to emergency department and full work up; therefore, the condition of the product could not be verified. Since the sample has not arrived at investigation site the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s directions for use (dfu) could potentially contribute to an outcome similar to the reported event. Elevated iop requiring treatment with oral or intravenous medications or with surgical intervention and cyclodialysis are potential contributing factors captured in the system's dfu. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after uncomplicated right cataract surgery, the patient was continued with trabecular stent placement. The patient had hit scar tissue/dove posteriorly despite several attempts of placing nasally. Additionally, the patient had pain during the procedure, so the stent was removed and implantation was aborted. On post operative day two, patient had severe 8-10 trigeminal neuralgia pain that extends to right forehead, jaw, shooting electric pain which sounds neuropathic. The patient underwent tests including CT scan, bp, etc showed nothing. During gonioscopy, small cyclodialysis cleft was seen in the nasal quadrant, measuring less than 1 clock hour in extent which then closed and intraocular pressure was increased. The patient was treated with gaba analog for pain control. The patient was scheduled for trabeculectomy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).